Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
The pump and catheter segment were returned. Analysis of the pump revealed no anomaly. As received, the pump reservoir was empty and in the minimum rate infusion mode. Pump logs showed a motor stall and motor stall recovery, which occurred after the pump was explanted. The septum was inspected and tested and no anomalies were found. Under microscope inspection, an indent and/or circular coring could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. Additional testing showed the sutureless connector to be leaking, most likely due to the coring that was seen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the pump was replaced on 2015-(B)(6). At the time of the replacement, the existing pump's reservoir was emptied of medication. The actual reservoir volume (arv) was 31ml and the expected reservoir volume (erv) was 33ml. The healthcare provider (hcp) was unable to aspirate the catheter. He opted not to replace it at this time. As of 2015-(B)(6), the patient was doing okay.

Event description:
The patient complained of ¿feeling drunk¿ after their refill, and they had altered mental status. The patient was given narcan and hospitalized. The physician was seeing the patient to determine if medication should be removed and if the pump should be decreased to minimum rate. Information was received on (B)(6) 2014 indicating the patient¿s symptoms resolved. They did not make any changes to the pump. The pump contained dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the inability to aspirate and the volume discrepancy were not determined. The physician replaced the sutureless connector at the time of surgery. Catheter segments were left in the intrathecal space. The catheter remains implanted and connected to the new pump.